Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Additional information requested, but was not received.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "rn was pulling from bag, product came out in 2 pieces. Did not reach patient." An incomplete date of event of (B)(6) 2020 was provided. Additional information requested, but was not received.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "rn was pulling from bag, product came out in 2 pieces. Did not reach patient." An incomplete date of event of (B)(6) 2020 was provided.